Manufacturer narrative:
(B)(4). The actual device has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the evaluation results become available.

Manufacturer narrative:
(B)(4). The actual pump involved was not returned for evaluation. However, in a phone call from the reporter, she confirmed that they had sent the pump to their contracted service provider and that the pump would not be coming back to bbraun for evaluation. The reporter stated that the pump operated as intended and that it was "user error" on their part. She added that they had not maintained the pump properly, "ignored the alarms" and "had not been charging the battery". Without the actual pump, a thorough investigation could not be performed and further evaluation was not possible. If the pump and/or additional pertinent information becomes available, a follow up report will be submitted

Event description:
As reported by the user facility through medwatch: "infusion pump malfunction resulted in tpn not being infused for several hours without the pump alarming to alert staff of non-infusion. Patient did not experience hypoglycemia." Mw # 5040550.